Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had nine out of 10 impedance parameters over 4000. The patient had been implant in 2014. Additional information received from the hcp reported that the patient was placed only on program without high impedance. They had limited efficacy on program with elevated impedance. The cause of the elevated impedance was undetermined. They were going to try the last working program and if no improvement, then they would need to revise the wires.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.